Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the outer insulation bilumen tubing had voids. The defibrillator conductor was distorted and cut. Several conductors had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. The helix was distorted/bent. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head).

Event description:
It was reported that the right ventricular lead was observed with noise, oversensing and progressive decline of the r-wave due to a lead fracture. The lead was explanted and replaced. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.